Event description:
It was reported the patient's blood glucose levels rose to 388 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation with high blood glucose levels.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The cannula tear is confirmed as the cause of the internal corrosion and data loss. Because pod data was unavailable, it could not be determined if the cannula tear is in any way linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to investigation conclusion: corrosion was observed on the top battery, chassis, pcb, and mechanism rail, resulting in low battery voltages and data loss. Because data could not be retrieved, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The cannula tear is confirmed as the cause of the internal corrosion and data loss. Because pod data was unavailable, it could not be determined if the cannula tear is in any way linked to the reported alarm.